Event description:
It was reported that a malfunction with code malf 12 occurred, but there were no notable events leading up to it. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. The customer was informed to continue using the pump and was advised to contact support if the issue reappears.